Event description:
During the biopsy procedure, while removing the needle, it was noted that the needle had broken at the junction of the proximal third and distal 2/3. The remaining needle part was found to be imbedded within the pedicle extending just posterior to the right 12th rib. Needle piece left in pt.